Manufacturer narrative:
Troubleshooting was to be done. Most recently, the ICD was explanted for unknown reason. Duration of asystole, if any may have occurred, remains unknown as thousands of episodes had occurred. Upon receipt at our (B)(4) laboratory, a thorough evaluation of the ICD was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. Analysis (both disk while implanted and post-explant analysis) further noted that the patient's need and use of the lvad was creating the vt undersensing. This rv lead remains actively in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) in association with this right ventricular (rv) lead failed to detect slow ventricular tachycardia (vt) as a result of undersensing. Baseline noise was also noted, causing oversensing suspected to be the result of the presence of an external left ventricular assist device (lvad). The boston scientific local area sales representative confirmed that to the best of his knowledge, the patient had not been without critical therapy and there were no adverse patient symptoms. The device was programmed with a wide monitor only tachy zone of 130 to 190 beats per minute. The patient was also noted to have been stable since receiving the lvad.